Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: flat creases, a break on the plug strap, yellow particles on the shell, and a curved opening on posterior. A leak test and microscopic analysis was performed which identified a striated opening on anterior, a sharp break on plug strap, and a sharp opening on posterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool, a sharp break on the plug strap assessed as an unidentified (tear) opening, and a sharp opening on posterior assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side "voluntary recall." Healthcare professional additionally reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "valve plug does not stay in", "capsular contracture grade unknown".

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, a.4, b.1, b.5, b6, h6. The event of capsular contracture grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d6a.

Event description:
Healthcare professional reported capsular contracture, baker grade iii.